Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
The customer reported that the spectrum displays false air in line alarms. There was no pt injury. No further info was available.